Event description:
A nurse reported that before surgery, a small amount of inconspicuous creases were found on the surface of the intraocular lens (iol). However, the iol was implanted and after implantation, on the second day after surgery, a large area of scratches were found on the surface of the iol. Additional information was received stating that, due to extensive scratches or cracks in the optical area of the trifocal crystal, the patient was unable to see clearly after surgery. And it is necessary to undergo a second surgery as soon as possible which may require enlarging the incision and affect the postoperative visual quality to replace the iol.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The reporter has not responded to follow up requests. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).